Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. Further examination of returned device found no evidence of product non-conformance. Product likely failed due to misuse and/or not being inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure. There has been no corrective action initiated in regards to this event.

Event description:
It was reported that patient underwent an initial procedure utilizing an acetabular cup inserter on (B)(6), 2014. During this procedure, the threaded piece on the inserter jammed after impaction. Another set and cup inserter were utilized to complete the procedure. There was no injury to the patient or significant delay as a result.

Manufacturer narrative:
Evaluation of the returned device found evidence of raised metal / burrs in the slot of the rotation drive insert that would have caused the instrument to not function as intended. Review of the device history record indicated that the print note for the heat treat operation specified a h1050 condition, however; the heat treat parameters for h900 condition were used. The instrument was not processed correctly. Corrective action has been initiated to address the reported issue.